Manufacturer narrative:
The reported meter (B)(6) was returned and investigated. Performed visual inspection on the returned meter and no issue was observed. The meter did not turn on when a when retain strip was inserted. The meter did turn on when the button was pressed. The meter was sent for further investigation and de-cased. Visual inspection was performed on the meter, evidence of contamination on the strip port was observed. This issue is not confirmed to use. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the freestyle optium neo meter was reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported they were unable to test due to the adc glucose meter powering on with button, however, not with test strip insertion. As a result, customer was unable to obtain glucose readings and became hypoglycemic, requiring treatment of glucose tablets by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported they were unable to test due to the adc glucose meter powering on with button, however, not with test strip insertion. As a result, customer was unable to obtain glucose readings and became hypoglycemic, requiring treatment of glucose tablets by third-party. There was no report of death or permanent injury associated with this event.